Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0pw68, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that stimulation was not helping after the replacement. The patient had a loss of therapeutic effect in (B)(6) 2015. The patient joined a couple of different weight loss groups and had increased their water intake to eight 8 oz. Glasses of water a day. The patient did exercise like they did before and had not had any falls or trauma since the replacement surgery. The patient had intermittent soreness and tenderness at the ins site, especially if they accidentally bumped the site. The patient decided to adjust the settings due to lack of symptom control 6 days ago. The patient switched programs and increased the setting and later that same afternoon they started feeling pain in their back. The patient decreased stimulation, but that hadn¿t decreased the pain in their back. The patient had not turned stimulation off to determine if that affected the back pain. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4): additional information received reported that the patient was currently on program 4 and had tried programs 1, 2, and 3 with no symptom relief. The patient reportedly got the urge to go and could not hold it at all. During the night, "it emptied on its own" and she had to wear a heavy pad. (B)(4): additional information received reported that the patient still had concerns with her device and or therapy. The patient reportedly had an appointment in (B)(6) 2014 during which she addressed several concerns. The patient thought that you had to have the sensation for the device to be working, but the doctor she saw clarified that this was not the case. The device did not work and did not prevent her from going. The patient reportedly had no control. The patient was not happy with the stimulator at this time.

Event description:
Additional information received reported that since implant therapy had not helped her and that she had no control. The patient would adjust stimulation and it would help for a while before losing therapeutic relief. The patient was seeing a different doctor for a second opinion.